Manufacturer narrative:
(B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 24august2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013 the patient had a traffic accident which resulted in a tibia fracture. The universal tibia nail was placed in the patient¿s tibia. During a follow up visit on (B)(6) 2015, the patient told the surgeon that he had pain in his leg. The surgeon decided to take x-ray pictures of the patient¿s leg. It was noted on the x-rays that the nail was broken and the fracture is broken too. On (B)(6) 2015 the patient underwent re-operated; the surgeon removed the nail and inserted a non-synthes nail. It was reported there was no delay during the re-operation procedure. This is report 1 of 1 for (B)(4).